Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for movement disorders and essential tremor reported they were sitting in their easy chair using their (B)(6) and felt an electrical surge, therapy stopped, and they were back into full tremor mode. Following this power on reset (por) message was seen. The consumer was walked through how to clear the por using the pp allowing therapy to be turned back on to an adequate level. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.